Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was lost at the customer's end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy and mastoidectomy surgery, pieces of metal bearings and circular bits came off from the attachment, causing metal fragments to go inside the surgical field. Scans were carried out to confirm if any metal fragments were still in the patient after the operation. On follow-up it was confirmed that there was a delay, which was nonspecific, but whilst opening another handpiece and scanning the patient, during the delay scanning of the patient to check if retained pieces of attachments, the status of the patient after the operation was all ok, with no fragments left inside the patient.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.